Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began "about a month and a half ago". The patient claimed to have obtained alleged inaccurate high blood glucose results of "258, 254, 380, 390, 260, 237, and 201mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient denied taking medications to manage her diabetes and reported taking less food and or drink as a result of the alleged product issue. The patient claimed that "around a month" after the alleged product issue began she developed symptoms of "shakiness, fast heart beating, dizziness and confusion". On an unknown date and time "maybe (B)(6)" the patient reported that she attended emergency room (ER) and reported she had her blood glucose taken on a laboratory device, however, she was unable to recall the result obtained and was unable unwilling to say if she received any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly, within their expiry date. The patient carried out a control solution test and the result was out of range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis also performed retains testing; the retain test strips passed testing. Furthermore, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.